Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a battery depletion (bd) code, indicative of premature battery depletion. Review of device data by boston scientific technical services confirmed the presence of the bd code and indicated the power consumption is increasing in an abnormal fashion. Device replacement was recommended. The s-ICD remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This event will be updated should a revision procedure be performed and/or the s-ICD be returned back from the field for analysis.